Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline faults was confirmed via log file analysis. The heartmate ii system controller (serial # (B)(6)) was not returned for analysis; however, a log file was submitted for analysis. The submitted log file (96132051.log) spanned approximately 9 days ((B)(6) 2020- (B)(6) 2020 per timestamp). Throughout the log file are yellow wrench advisories were active and were accompanies by driveline fault alarms. Phase 3 of the driveline was observed to be significantly higher than phases 1 and 2. There were no other notable events in the log file. Multiple good faith efforts were sent regarding the return status of the system controller and the status of the patient; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined in this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were driveline faults starting on (B)(6) 2020 that continued for the remainder of the file, beginning on (B)(6) 2020 there were also low speed and pump stops on battery power until the controller was disconnected on (B)(6) 2020. A separate log file contained information from (B)(6) 2018 that had backup battery issues with pump stops and elevated pump powers. Another log file was sent that did not contain any useful information. It was reported that the patient was admitted to the emergency room, the patient's controller was exchanged by an ER nurse. No x-rays were taken at the time of the event. It was reported that the patient collapsed and became unresponsive. CPR was initiated and full code was conducted, the lvad pump status during the event was pump off, the site was unable to restart due to possible driveline communication failure. The controller showed low flow at the same time as the lvad monitor showed pump off at spontaneous times during the event. The site was unable to regain a pulse, the patient expired.